Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Event description:
It was reported the patient was unable to charge their device. It was stated the "device seems to have shifted too far over." It was stated this happened "months" before report. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product typ lead product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: product typ lead. (B)(4).